Event description:
Enduser states get a all five lights are lit when powered on a full charge, no alarm. (B)(6) is the wife of the enduser and the unit is only about 2 months old and enduser has only used the unit for about 10 hours. Enduser has also a stationary unit for inside the home.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.